Event description:
The account reported the right head side rail would not latch. The bed was located in the ICU at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right head side rail was latching and functioning as designed. The technician found the left intermediate side rail was stuck and would not move up to latch or move down to lower. The left intermediate side rail would not latch due to a gummy substance in latching mechanism which was most likely due to an accident spill. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. This left intermediate side rail latching mechanism was cleaned and lubricated by the technician to resolve the issue. Based on this information, no further action is required.